Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation result of cutting wire break. Imdrf device code a040601 captures the reportable investigation result of cutting wire kinked. Block h11: the returned autotome rx 44 was analyzed, and visual inspection found that the cutting wire was blackened, kinked and broken at 2 mm from the distal pierce hole. The orientation test was not performed because the device could not be inserted into the scope due to its condition. No other problems with the device were noted. The results of the analysis performed on the returned device found that the cutting wire was kinked and broken at 2 mm from the distal pierce hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Wire broken could have been generated if there was contact between the device and the scope during energization or if the device exceeds the maximum of voltage during procedure as per precautions of the device states, also energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity. Also, it can cause a premature cutting wire fatigue, leading to break it. Once the cutting wire breaks, any attempt to remove the device from the scope can bent the cutting wire. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that a autotome rx 44 was used attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the tip of tome was deviation. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of cutting wire broken and kinked. Please see block h11 for full investigation details.